Manufacturer narrative:
Initial reporter phone no.:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that shortly after starting treatment with a polyflux 140h, an external dialysate leak at the arterial header was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, and h10. The device was received for evaluation. Visual inspection by the naked eye shows the product wet. A leakage test of the dialysate side was performed, and a leakage was observed. The reported condition of leak was verified. The cause of the leak was due to a crack in the welding seam. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.